Event description:
I had lasik at the (B)(6). I have now developed a dry eye disease from the surgery. The specialist I am seeing now says they should not have done the surgery on me because if they had checked closer and more thoroughly they would have seen that I had meibomian gland dysfunction.